Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a 550:xxx was confirmed by baxter personnel during product evaluation. The root cause was assigned to the user interface module printed circuit board (uim pcb). The uim pcb was replaced to correct this condition. This involved a remediated colleague infusion pump with user interface module master software version 6.13.90. Similar reports have been received for the reported problem. A service history review revealed no previous service events were related to the reported condition.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with the reported condition of failure code 550. This condition had the potential to interrupt delivery. It is unknown when this event occurred. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version is unknown at this time.